Event description:
Customer reported intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump but did not require third-party assistance. To resolve the occlusion issue, the customer changed the infusion set and cartridge and resumed insulin.